Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: the declaration to the ansm was made following the various complaints declared: 250917a. (B)(4), .250917b. (B)(4), .251013b. (B)(4), .251015a. (B)(4), .251015b. (B)(4), .251216e (B)(4), .260127a (B)(4), .260204e (B)(4). Devices are not available at the pharmacy.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needle broke, twists, and sometimes coming loose into the patient's skin. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? What issue occurred on (B)(6) 2026 please clarify: needle breakage? Needle bending? Needle pull off? Was there any patient consequences? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was the name of the procedure? Please provide the source or name of person providing answers to follow-up questions. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.